Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy.') In an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's medical history included spontaneous abortion in 2008, epilepsy, cesarean section and parity 3 (dates of live births: (B)(6) 1996, (B)(6) 2001, (B)(6) 2014.). Concurrent conditions included malaise. Concomitant products included ibuprofen since 2008. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("severe and persistent pelvic pain / sharp pains on my sides"), menorrhagia ("heavy menstruation"), back pain ("back pain") and arthralgia ("knee pain"). In (B)(6) 2015, the patient experienced abdominal distension ("abdominal bloating"), abdominal pain lower ("cramping / abdominal cramping / cramps") and headache ("headaches"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia, abdominal distension, abdominal pain lower, back pain, headache, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, ectopic pregnancy with contraceptive device, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion and satisfactory essure placement. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - on an unknown date: pregnant uterus. Batch no: b82482. Production date: 2013-10-21. Expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy.') And pelvic pain ('severe and persistent pelvic pain / sharp pains on my sides') in an adult female patient who had essure (batch no. B82482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test.". The patient's medical history included spontaneous abortion in 2008, epilepsy, cesarean section and parity 3 (dates of live births: (B)(6) 1996, (B)(6) 2001, (B)(6) 2014.). Concurrent conditions included malaise. Concomitant products included ibuprofen since 2008. On ()b)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("heavy menstruation"), back pain ("back pain") and arthralgia ("knee pain"). In (B)(6) 2015, the patient experienced abdominal distension ("abdominal bloating"), abdominal pain lower ("cramping / abdominal cramping / cramps") and headache ("headaches"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). In (B)(6) 2019, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, menorrhagia, abdominal distension, abdominal pain lower, back pain, headache, alopecia and arthralgia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, ectopic pregnancy with contraceptive device, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: she is currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion and satisfactory essure placement. Pregnancy test urine - on an unknown date: negative. Ultrasound scan - on an unknown date: pregnant uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: pfs received : case was updated from other event to incident. Following events were added : ectopic pregnancy,device ineffective. Medical history and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report